Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Patient¿s age in 2009. Date of event ¿ event was confirmed on an unknown date in (B)(6) 2011. Device code - ni. Expiration date - ni. Date implanted ¿ implanted on an unknown date in (B)(6) 2009. Date explanted ¿ explanted on an unknown date in (B)(6) 2013. Initial reporter - the article was written by gavin stormont, bs and daniel stormont, md, ms. Manufacture date ¿ ni.

Event description:
Information was received based on the journal article entitled "catastrophic failure of regenerex tibial components: a case series," which aimed to analyze short term metal failures in signature guided regenerex tibial components. The study retrospectively evaluated 44 knee arthroplasties utilizing the regenerex prosthesis. A patient was identified in the article that underwent left knee arthroplasty on an unknown date in (B)(6) 2009 utilizing the regenerex tibial component. At 17 months post-implantation the patient began experiencing a gait issue and pain in the knee, follow up radiographs revealed the tibial baseplate had fractured. Patient declined revision surgery until two years later, during which it was noted that medial subsidence had occurred and metallosis was excised. Thirty-two months post revision the patient was doing well.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of radiographs; however, the part number / lot number of device involved in the incident remains unknown. X-rays were reviewed by a health care professional and it was found that on the immediate post-op x-ray, the components appear intact and there is suggestion mild varus angulation of the tibia and osteopenia. Subsequently, there is wear or disruption of the medial polyethylene liner, disruption of the tibial component medial tibial tray and subsidence of the medial tibial tray into the medial tibial plateau. The health care professional reviewing the xrays indicated that osteopenia and varus angulation of the tibia may have contributed to the tibial tray fracture. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.